Event description:
It was reported to MFR that the vns device was not responding when attempting to communicate with the pt's device. The pt had the generator explanted due to an unrelated extrusion and possible infection event, which has been reported in medwatch # 1644487-2008-01367. Attempts to obtain additional info from the treating physician are underway.